Manufacturer narrative:
(B)(4)

Event description:
When the nurse attempted to program the pump with a refill, the programmer displayed error messages. Troubleshooting was attempted, but the same error messages occurred. The pump was stopped and re-inquired, resulting in additional error messages. At the follow-up appointment, the pump was inquired and the same error messages were displayed on the programmer. The physician determined that the pump will be explanted and returned for investigation.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The pump was explanted and will be returned for evaluation. The explant date is unknown at this time. It was further reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted and discarded on (B)(6) 2016.